Manufacturer narrative:
Correction: reportability awareness date the reportability awareness date on the initial reported event was incorrect; the initial report was filed within 30 days of becoming aware that the reported event would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: product return date. Follow-up report submitted to document device evaluation results.

Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.

Event description:
It was reported the device had a loss of signal during a surgical procedure at the user facility. This condition, in which the electrical circuit is incomplete, may result in the loss of nerve monitoring recording function, posing increased risk of transection of a nerve. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.